Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day post implant of this temporary pacing lead after aortic valve replacement surgery, it was reported that the the pacemaker undersensed which led to patient experiencing cardiac arrest. It was stated that medical intervention was provided. It was reported that it was suspected that there was pacing on the t wave which led to ventricular fibrillation and the patient needing a defibrillation. It was noted that one defibrillator shock was given and the patient returned to spontaneous rhythm with output. The patient has since been discharged. It was mentioned that the patient had also experienced heart block post aortic valve replacement. It was noted that the temporary pacing lead was connected to the pacemaker via a cable of another manufacturer. The pacemaker was set to vvi mode with a rate of 70, output of 16, and sensitivity of 2. It was stated that despite setting the correct safety margin for the sensitivity, undersensing was a problem. The lead was removed a few days later. No additional adverse patient effects were reported.